Manufacturer narrative:
The patient/family was the initial reporter.

Event description:
The advocate from (B)(6) reported, at 8:40 a.m., her mother obtained a blood glucose reading of 320 mg/dl on a contour ts meter. The customer was not presenting with any symptoms at that time. The customer's normal insulin dosage is 20 mg per day. Based on the high reading obtained on the contour ts meter, the customer administered extra units of insulin. The advocate did not know the extra units of insulin customer took. The customer started feeling symptoms of hypoglycemia such as lightheadedness. The customer was admitted to the hospital where a repeat testing was performed within 10 minutes of initial testing and a reading of 57 mg/dl was obtained in the laboratory. The customer was treated with the glucose serum. The advocate did not know the amount of glucose administered to the customer. The difference between the readings falls in "d" zone of the consensus error grid, making the difference clinically significant. The test strips are not expected to be returned. Replacement meter and test strips were sent to the customer.